Event description:
It was reported that the user experienced difficulty pairing a newly applied dexcom g7 sensor to the ilet shortly after application. Outcomes included no reported clinical symptoms, no alerts indicating device failure, and no need for medical intervention. Investigation included user interview and troubleshooting assistance, including restarting the sensor setup, re-entering the sensor code, and restarting the pump. Following the pump restart, the ilet returned to pairing mode. Investigation of this case revealed no malfunction of the ilet device and indicated that the behavior was consistent with normal cgm pairing and warm-up timing following sensor application. The event was attributed to transient cgm pairing behavior rather than a device or component failure.